Event description:
It was reported that the patient's device showed no magnet response or telemetry and no output. The device was checked six months earlier and showed longevity of two years. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis indicated lifted hybrid bond wires.